Event description:
The manufacturer received information alleging a ventilator was alarming for low oxygen flow and high oxygen inlet pressure and malfunction of blender. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.